Manufacturer narrative:
The device was not returned for analysis. The device was not returned for analysis.

Event description:
It was reported that at the user facility, clots formed, preventing transfusion of collected autologus blood from the device to a bag. The patient could not receive this blood and was administered two doses of blood from another source.